Manufacturer narrative:
The reliability analysis inspected four opened and or used enlite sensors and performed bicarbonate buffer test. Two of four sensors failed for high readings, and the two remaining sensors passed per spec. With accurate readings. The cannula was also found to be split from tubing.

Event description:
The customer reported via phone call of issues with their sensors. The customer states they are receiving calibration errors and has had to change sensors over 7 times. The customer's blood glucose level at the time of incident was 127mg/dl. The customer states bad sensor alert occurred after a second consecutive calibration error. The customer was advised that the sensors would be replaced and returned for analysis.